Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was prompting an "error 2" message when she was attempting to test her blood glucose. Per the ot ultra2 owner's booklet, the error 2 message prompts when there is a problem with the meter, or a used test strip has been inserted into the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:00am, the patient reported the alleged issue began. The patient reported that she manages his diabetes with a combination of novalin 15 units in the morning and 5 units at night, and glipizide 5 mg twice a day. The patient denied making any changes to her diet or activity level on the day of the alleged issue. The patient reported taking her usual 15 units of novalin insulin on (B)(6) 2012 at 9am. The patient reported developing symptoms of "shakes" on (B)(6) 2012. The patient did not reporting taking any intervention to relieve her symptoms. At the time of troubleshooting, the cca determined the patient's testing steps were incorrect, she was applying the sample to the strip prior to inserting the strip in the meter. The cca noted that she was using the correct test strips, and the error message does not occur with pressing the power button. The alleged issue was resolved with a retest. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood sugar due to the alleged issue, therefore administered her usual dose of insulin, and developed symptoms suggestive of hypoglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.